Manufacturer narrative:
(B)(4). Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. Device investigations did not reveal any device defect or problem. Device explantation report states that the patient had only 8 channels available for stimulation (two electrodes were reportedly extra-cochlea and two electrodes off for unknown reasons) as well as other health issues, which might have contributed to the reported symptoms and lack of benefit from the device. This is a final report.

Event description:
According to the record of (B)(6) 2013, the patient has only received minimal benefit since implantation. The fitting levels set were determined to be appropriate and it was thought that the patient needed additional aural rehabilitation. On the map that the patient was using, electrode channels 10-12 were disabled. Remapping allowed the patient better clarity of sound. Further information received on november 22 2013, stated that the patient's hearing has decreased. He has been hospitalised for fluid on the lungs and has been receiving steroid treatment. Patient is to be seen again in (B)(6) 2014 for remapping. Per the audiologist, the patient has multiple other issues including medical problems that he takes medication for and his performance fluctuates with various medications. The patient experienced an intermittent soft "clicking" noise, which occurred about every third day, with the audio processor off only, and lasted for a few hours. The patient did not have any discomfort during these episodes. Reportedly, the patient still has many medical issues. The clinic stated that the patient's medical issues could be affecting the patient's progress and thought that the noise could be tinnitus related. In-situ testing was indicative of a functional device. As per additional information received, patient's general health condition has improved over time but not the audiological performance. The patient was re-implanted on (B)(6) 2015. Notes on the device explantation report state that the patient did not receive benefit from the device. Two electrodes were extra-cochlea and two electrodes off for other reasons, so only 8 functional electrodes.

Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the report of (B)(6) 2013, the patient is not benefitting from the cochlear implant. The levels set were determined to be appropriate and it was thought that the patient needed additional aural rehabilitation. On the map that the patient was using, electrode channels 10-12 were disabled. Remapping allowed the patient better clarity of sound. Further information received on (B)(6) 2013, stated that the patient's hearing has decreased. He has been hospitalised for fluid in the lungs and has been receiving steroid treatment. Patient was seen again in (B)(6) 2014 for remapping. Although the patient was still struggling there was an improvement. The patient was re-implanted on (B)(6) 2015. Notes on the device explantation report state that the patient did not receive benefit from the device. Two electrodes were extra-cochlea and two electrodes off for other reasons so only 8 functional electrodes.

Manufacturer narrative:
(B)(4). Based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Device explantation report states that the patient had only 8 channels available for stimulation (two electrodes were reportedly extra-cochlea and two electrodes off for unknown reasons) and several health issues, which might have contributed to the reported lack of benefit with the device. This is a final report.

Event description:
According to the record of (B)(6) 2013, the patient has only received minimal benefit since implantation. The fitting levels set were determined to be appropriate and it was thought that the patient needed additional aural rehabilitation. On the map that the patient was using, electrode channels 10-12 were disabled. Remapping allowed the patient better clarity of sound.